Manufacturer narrative:
Clinical investigation: there is a temporal relationship between peritoneal dialysis (pd) therapy on the liberty select cycler with cycler set and the patient event of peritonitis. However, there is no documentation to show a causal relationship between the peritonitis and the liberty select cycler or cycler set. Additionally, there is no allegation of a device malfunction or deficiency or cycler set leak or defect reported for this event. Per the peritoneal dialysis registered nurse (pdrn), the suspected cause of peritonitis is the patient¿s constipation. Although streptococcus species can be found in the human gastrointestinal tract, the culture results of strep sanguinis is most likely found in the human mouth. The source of the peritonitis has not been concluded; however, based on the available information and no allegation against any fresenius product for a malfunction or deficiency, the liberty select cycler and cycler set can be excluded as the cause of the event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius customer service that they had peritonitis. Upon follow up, the patient¿s peritoneal dialysis registered nurse (pdrn) stated that the patient presented to the pd clinic on (B)(6) 2019 with cloudy pd effluent and diarrhea. Prior to the diarrhea, the patient was experiencing constipation (duration unknown). A pd effluent culture was obtained and resulted positive for streptococcus sanguinis. The patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy with intraperitoneal (ip) gentamycin and ip cefazolin (dose, frequency and duration unknown). The patient did not require hospitalization for the event. The patient continues to complete pd therapy on the liberty select cycler during recovery. There were no reported issues with the liberty select cycler or cycler set prior to the peritonitis diagnosis. The patient¿s pdrn suspects the peritonitis resulted from the constipation event.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.